Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 40mm distal of the proximal balloon sleeve. The distal section of balloon material had been pulled distally over the tip of the device. The rated burst pressure for this device is 14 atmospheres. A visual and tactile examination found the shaft of the device to be stretched between the proximal and distal markerbands. A separation of the shaft was also noted located approximately 22mm distal of the strain relief. The shaft separation displayed evidence of having been cut by a sharp implement. A visual examination found no issues with the markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right subclavian and brachiocephalic veins. A 10.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured at 8 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right subclavian and brachiocephalic veins. A 10.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured at 8 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported.